Manufacturer narrative:
The c501 module serial number is (B)(6). The field service engineer inspected the analyzer and determined that incorrect customer maintenance caused the event - the sipper nozzle tubing was not installed correctly. He corrected this and verified the analyzer's performance with ion-selective electrode (ise) primes, ise checks, and customer-run calibrations and qcs. The investigation is ongoing.

Event description:
The initial reporter received a questionable sodium electrode assay result for one patient's sample tested on the cobas 6000 c (501) module. The initial result from the module was 151 mmol/l. The repeat result from another c 501 module was 139 mmol/l. The initial result did not match the patient's history, prompting the rerun. The repeat result was deemed correct.